Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a revascularisation procedure, the patient was treated with one pacific xtreme in the target lesion. During a second revascularisation procedure, the patient was treated with one pacific xtreme balloon catheter in target lesion. Approximately 19 months post first tvr and 4 months post second tvr, the patient suffered restenosis of the target lesion and a dissection occurred during the revascularization. This was treated with medication and revascularization using an amphiprion deep balloon catheter on the same day. The reported dissection was treated with stenting. The patient also received thrombus aspiration. The event was assessed by the investigator as not related to the index device, procedure or paclitaxel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.